Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user initiated a pump rewind while still connected to the infusion set during a supply change, and customer education was provided that rewinding retracts the piston and should be performed while disconnected. Symptoms included low blood glucose at 66 mg/dl for approximately 20 minutes. Outcomes included self-treatment with oral glucose tablets and no need for professional medical intervention or assistance beyond caregiver support. Investigation included troubleshooting and user education regarding proper rewind procedure and disconnection from the infusion set. Investigation of this case revealed user handling during the rewind step while connected, with no evidence of unintended insulin delivery once the rewind began and no device malfunction observed. It was concluded, based on previously established findings for similar reports, that the cause was user technique during cartridge change.